Event description:
The customer reported that multiple assays showed an asterisk flag (*) on patient results when run on their au5800 analyzer (*, linearity error in rate method per au5800 instructions for use: (B)(6) september 2015). The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found that the lamp voltage was unstable. The fse identified the power supply (ps1), and the lamp house unit were defective. The fse replaced the ps1 and the lamp house unit. Photocal passed. Ran quality control (qc), qc was within range. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).